Event description:
The customer reported the pacer failed to pause during use. No adverse pt impact was reported. After eval of the incident with a nursing education representative in his hospital, it was determined that they had silenced an alarm, but had not validated the alarm. Since they did not validate the alarm, they could not proceed to pausing or stopping the pacing.

Manufacturer narrative:
The customer reported the pacer failed to pause during use. No adverse pt impact was reported. After eval of the incident with a nursing education representative in his hospital, it was determined that they had silenced an alarm, but had not validated the alarm. Since they did not validate the alarm. They could not proceed to pausing or stopping the pacing. Based on the customer's report, we are considering this a user error. There was no malfunction of the device. The user silenced an alarm, but did not validate it. This prevented him from stopping the pacing.